Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 345 was verified, through a review of the event history log and reproduced upon powering on the device. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. The reported condition was verified. The causes of the condition were determined, to be an out of calibration upstream and downstream thermistor. The upstream and downstream sensor both require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.